Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the harmonic ace, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad missing when placing and driven on an in-house system. The teflon pad is missing from the distal end. There was material missing as a result.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the white protector of the harmonic ace instrument was separated. There was no report of fragments falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that no fragment fell inside of the patient and there was no observed intraoperative collision or misuse involving the instrument. The procedure was delayed for 10 minutes with no patient injury. Photographic images of the devices or a video recording of the procedure were not available for isi review.